Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: ridge augmentation. On 2023-11-09, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.